Event description:
Approx 20 days following implantation of a viabahn device for treatment of outflow stenosis of a pre-existing gore propaten vascular graft, the pt presented with thrombosis with stenosis. A thrombectomy and pta procedure were performed. The pt was fine at the end of the procedure. There was no allegation of product deficiency made by the physician. This event is part of a data collection study performed by the physician.

Manufacturer narrative:
The device remains implanted. Attempts to obtain further info regarding this event were unsuccessful.